Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 33630024, lot # 1561040; part # 33650014, lot # 1571463; and part # 33654406, lot # 1553394. Manufacture date for lot 1561040 is 07/10/2015; manufacture date for lot 1571463 is 12/23/2015; manufacture date for lot 1553394 is 06/11/2015. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a bilateral revision tar. Sometime post-op, it was discovered that the patient will need to undergo a revision surgery.